Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to increase amplitude and diagnostics indicated high impedances on l3 lead. As such surgical intervention took place where in the l3 lead was explanted and replaced with a new one at l2. Post procedure effective therapy was restored.